Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent, abdominal pain and weight loss. The cause, treatment, patient outcome and action taken with pd therapy were not reported. It was reported that the patient was taken to the hospital by ambulance however it was unknown if the patient was hospitalized for the event. No additional information is available.